Event description:
Pt was undergoing a tonsillectomy & the surgeon was using an electrosurgical pencil during the procedure. According to the surgeon, the bovie tip caught on fire during use after the plastic piece became very hot. The only area of the pt's mouth which had any contact with the fire was the pt's tonsil which was being excised. The surgeon was able to extinguish the flame with his finger. There was no injury to the pt.